Manufacturer narrative:
Info was not provided during initial report. Additional info has been requested. Device is an instrument and is not implanted. Device is in the review process and device history record has been requested.

Event description:
During drilling three drill bits broke off in the pt's bone. Reportedly the bits became hot and an ash like substance was noted on tissue. The broken drill bits were not removed and the case was completed with adequate fixation. This is the second of two reports for this event.